Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter(aus). The aus cuff and balloon were explanted and a new 4.0cm cuff and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient experienced fluid loss.

Manufacturer narrative:
Additional information: event and entered evaluation codes.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter(aus). The aus cuff and balloon were explanted and a new 4.0cm cuff and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.